Event description:
Hill-rom received a report from the account stating the nurse call was not working. The bed was located at the account in room 405. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable was damaged. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Communications: inspect and test the communication junction box. Test the sidecom communication system features for proper operation. Inspect the communication cable including the male and female pins in the plug. Test the nurse call super capacitor for proper operation. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006, 2008-2010, 2012, and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this info, no further action is required.